Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 240 mg/dl. Reportedly, the infusion sets were changed to address the issue. Additionally, the cartridges were in use for up to 10 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.